Manufacturer narrative:
Info was received from a dist who is not required to complete form 3500a. No devices or photos were received; therefore the condition of the component is unk. Review of the device history records was not possible as the lot number required for retrieval was unavailable. Surgical notes were not provided; it is unk whether the components were implanted with the correct fit and orientation as per the surgical technique. Pt factors that may affect the performance of the components such as age, bone quality, height/weight, type of activity (low impact vs. High impact), and relevant med history are unk. Adherence to rehabilitation protocol is unk. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the available info, the need for corrective action is not indicated. A definitive root cause cannot be determined.

Event description:
It is reported the patient's acetabular poly liner was revised for an unk reason.